Manufacturer narrative:
The tech isolated the issue to the siderail caregiver circuit board. He replaced the caregiver circuit board and cable assembly to repair the bed.

Event description:
Info received indicates the head section cannot be raised or lowered.